Event description:
It is reported that the surgery was done with using target device, nonetheless, the lag screw did not pass into the g3nail. The surgeon found it after the surgery, but he decided not to remove the lag screw and reposition it, because the pt is too old to undergo revision surgery.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.